Event description:
Initial hcg result of 143.9mlu/ml. Same sample repeated using qualitative method was negative. Same sample repeated again, in duplicate, using initial methodology, recovered <0.500 mlu/ml both times. The initial result was reported, pt not adversely affected. The field service rep was unable to determine cause. The user reports no further occurrences.